Event description:
The customer reported having issues with the insulin pump and her blood glucose over 400mg/dl in the past week. The customer had changed several times the infusion set, but her blood glucose kept high. The customer believes that device is not delivering the right amount of insulin. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The customer stated that she experienced excessive thirst, off and on nausea. Reviewed the alarm history and found no delivery alarms. Assisted the caller to run the manual prime test and the insulin did exit. Performed the displacement test and passed. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 1 of 2, medwatch report # 3004209178-2013-91161.mfg. Report 2 of 2, medwatch report # 3004209178-2013-91162.